Event description:
It was reported that an unspecified number of syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated from syringe. Verbatim: from phone call on 2020-11-30 15:02:17: consumer stated, needle hub separated when removing shield. Stated, shields were not difficult to remove. Discarded samples. Sending replacement box to pharmacy for pick up. Information from email below: sent: saturday, november 28, 2020 10:08 am "I order syringes from optumrx mail order. In the last 5 boxes 1/3 of the time I pull off the orange cap to the syringe, the needle comes off in the cap. I'm then left putting the cap on and off in the hopes the needle will go back into place or other times, I can't and the syringe is unusable. I'm pregnant and take 10 shots a day. I shouldn't be averaging 3 syringes a day that are faulty like this. I've since thrown out the other boxes, but here is the information from the last syringe this happened to:" bd ultra fine insulin syringe 3/10ml, 8mm, 31g, lot 0090638 b.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pull.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0090638. Medical device lot #: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated from syringe. Verbatim: from phone call on 2020-11-30 15:02:17: consumer stated, needle hub separated when removing shield. Stated, shields were not difficult to remove. Discarded samples. Sending replacement box to pharmacy for pick up. Information from email below: sent: saturday, november 28, 2020 10:08 am. "I order syringes from optumrx mail order. In the last 5 boxes 1/3 of the time I pull off the orange cap to the syringe, the needle comes off in the cap. I'm then left putting the cap on and off in the hopes the needle will go back into place or other times, I can't and the syringe is unusable. I'm pregnant and take 10 shots a day. I shouldn't be averaging 3 syringes a day that are faulty like this. I've since thrown out the other boxes, but here is the information from the last syringe this happened to:" bd ultra fine insulin syringe, 3/10ml, 8mm, 31g, lot 0090638 b.